Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high flow insufflation unit numbers are not displayed in the pressure menu. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9, h4 the device was returned to olympus for inspection, and the reported failure of numbers not displaying in the pressure menu was confirmed. The issue was attributed to poor contact of the front panel, resulting in the led on the control panel failing to illuminate. An additional reportable malfunction was identified during the device evaluation: the pressure setting switches were found to not function properly. Based on the results of the investigation, the probable cause is linked to the device; however, the investigation was unable to identify the specific root cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.